Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5 pen ndl 32g 4mm hp 100 box 1200 ca were unable or difficult to prime during use. The following information was provided by the initial reporter: material no. 320555. Batch no. 9155550. Verbatim: consumer reported 5 pen needles from current box had no insulin flow during his priming. Read privacy statement. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 pen ndl 32g 4mm hp 100 box 1200 ca were unable or difficult to prime during use. The following information was provided by the initial reporter: material no. 320555, batch no. 9155550. Verbatim: consumer reported 5 pen needles from current box had no insulin flow during his priming. Read privacy statement. Date of event: unknown.